Event description:
A perforation resulting in a procedural abortion was reported during a procedure where the the nrg transseptal needle and agilis sheath were used for transseptal puncture. During transseptal puncture, the nrg transseptal needle was reported to have inadvertently punctured the wall of the heart. The nrg transseptal needle was removed, and the perforation was repaired with no complications. The patient remained hemodynamically stable; however, the procedure was aborted. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.